Event description:
It was further reported that the pace/sense right ventricular (rv) lead continued to have non-physiologic noise suggesting insulation failure. The lead was explanted and replaced.

Event description:
It was reported that the lead integrity alert (lia) was triggered due to elevated sensing integrity counts sic) with non-sustained tachycardia showing noise on both atrial and ventricular chambers. It was noted that the patient was leaning over a battery charger at the time. The patient has been cautioned to avoid future exposure. The lead remains in use. No patient complications hae been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.